Event description:
The patient was receiving an infusion of avelumab. The line was full of air bubbles throughout the infusion causing the smart pump to alarm every couple minutes. The registered nurse was attempting to break up the bubbles by flicking them to the top of the tubing so the infusion would flow. The tubing broke in 1/2 at the junction of the pump segment and the safety clamp of the bard alaris pump infusion set with the back check valve (3 smartsite y sites) (ref= (B)(4) lot= (10)22015044 expires 2025-01-02). The medication was immediately clamped by the rn to prevent further leakage. Rn called for assistance, put a perimeter around the spill, isolated the area, notified pharmacy, and used a chemo spill kit according to directions.